Event description:
Customer reported to beckman coulter, inc (bec) that the access 2 immunoassay system generated erroneous troponin I (accutni) results on a patient sample. Customer reported that the erroneous results were not reported out of the laboratory. Customer reported that they were not aware of any death or injury or change in patient treatment. Bec field service engineer (fse) replaced the incubator belt. The fse performed preventive maintenance. The fse verified the precision of the accutni assay met published specifications. The fse verified the system check passed within specifications.